Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400ctd (component batch 47682024) curved torpedo was received for investigation. It was identified that approximately 38.76mm of the distal end of the shaft, including the cutting tip, had broken from the assembly. Visual inspection of the breakage sites identified signs of leveraging, as damage was present to the outer diameter of the outer tube. The observed condition is most likely the result of user applied mechanical forces via prying/leveraging against bone and/or hard tissue during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the device broke inside the patient during a knee arthroscopy although no was force applied by the surgeon and no levering was applied. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.